Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.

Event description:
The customer reported via phone call that believes insulin pump was not delivering the proper amount of insulin leading to high blood glucose. The customer¿s blood glucose level was 265 mg/dl at the time of incident. Customer stated that the doesn't trust the insulin pump anymore taking her manual injections because of the constant high that customer was with her pump. The insulin pump will be returned for analysis.